Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted by the clinic in (B)(6) 2017 as high ventricular rate episodes and noise reversions. The egms were reviewed and found high amplitude lead noise on the rv channel. Programming changes were made.